Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for left humerus surgical neck fracture. When the surgeon was fixing a plate with a screw using the screwdriver in question, the screwdriver broke. The broken part of the screwdriver buried in the screwhead, and it was impossible to remove the screw from the plate. Therefore, the surgeon left the screw as it is, removed the other screws out of the plate, and pulled the plate out vertically together with the unremovable screw. After that, the surgeon tried to remove the unremovable screw from the plate using some instruments, but he couldn¿t. The surgeon gave up using the plate and used another new plate for this treatment. The surgery was completed successfully within thirty (30) minutes surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/32mm-ster. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 412.112s. Lot: 404p949. Manufacturing site: grenchen. Release to warehouse date: september 30, 2021. Expiry date: september 01, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø3.5 self-tap l32 tan was found to be bent and heavily stripped along the threads, these conditions are most likely due to disassembling process between the screw and the plate. According to event description, the screw was tightened more than necessary, this process could have caused a cold weld and getting the device stuck in the insertion hole. A dimensional inspection for the lockscr ø3.5 self-tap l32 tan was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to screwdriver tip being stuck in the screw. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø3.5 self-tap l32 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following drawings reflecting the current and manufactured revisions were reviewed: locking screw 3.5*xx st sd. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.